Manufacturer narrative:
The device was found to be in backup operation due to low battery voltage and exposure to cold temperature. The device image was reviewed and normal battery depletion observed. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is due to cardiopulmonary arrest and cerebral atherosclerosis.